Event description:
In 2008, the lay user/pt contacted lifescan alleging that a "327 mg/dl" appears immediately after inserting a test strip. The medical affairs specialist was unable to contact the pt for add'l info. The following info was obtained from the customer care advocate's documentation. He stated that this issue began at 7am on three days earlier, which is 3 days before he contacted lifescan. After the issue began, he decreased his diabetes medication dosage and took 25 units of novolin r and he was sweating and nearly collapsed; however, the timing of these events was not specified. The pt denied receiving any medical intervention as a result of the reported issue. He also provided meter results of "20 and 485 mg/dl" on his backup meter but the date/time of the tests was not specified. The customer care advocate (cca) went through troubleshooting with the pt and noted that the reported issue was not resolved. Replacement products were sent to the pt. It would be helpful to know if the "327 mg/dl" was his last successful test result and if the pt was accessing the meter's memory when inserting the test strip. It would also be helpful to know when he developed the reported symptoms and what events led to his symptoms, such as his medications, activity levels, meals, and previous meter readings. Although no medical intervention was reported, it would be helpful to confirm if the pt did not receive any treatment for his symptoms and when he obtained the "20 and 485 mg/dl" on his backup meter. Based on the provided info, this complaint is being reported because the pt allegedly became sweaty and nearly collapsed after the reported issue began. These symptoms can be associated with sever hypoglycemia. In addition, the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.